Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using the equistream split tip and it was reported that during the procedure, when removing the guide wire the valve did not stop the blood coming out and failed to close causing blood spill and the patient had blood lost unnecessary. Reportedly, leak was found at the valve.

Event description:
A patient underwent a dialysis catheter placement procedure using the equistream split tip and it was reported that during the procedure, when removing the guide wire the valve did not stop the blood coming out and failed to close causing blood spill and the patient had blood lost unnecessary. Reportedly, leak was found at the valve.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported valve failure and bleeding issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.